Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, e4, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated by a third party and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the inspection: failure of r-unit (charged coupled device). Based on the results of the investigation, it is likely that the reportable event was caused by a component failure. The r-unit (charged coupled device). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an abnormal image. There was no patient involvement.